Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia. On (B)(6) 2020. The customer blood glucose level was unknown at time of incident. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with food for low blood glucose. Customer stated insulin dripping or squirting from end of set before connecting at their site. The insulin pump will not be returned for analysis.